Event description:
Initial report from the surgeon to ms&s of the patient's recurrent hernia. The patient requested that his current surgeon remove the mesh after hearing of the recall. The surgeon stated, he did not believe that the recurrent hernia was necessarily linked to the recall issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.